Event description:
Healthcare professional reported left side implant exchange due to concern with "textured" product, and "the implants were ruptured upon surgery, not during the surgery process; the doctor opened and the implants were found to be grossly ruptured." The device has been explanted and replaced.

Manufacturer narrative:
Device visual evaluation: visual analysis of the identified: red particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a.2, a.6, b.5, g.1, g.2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth exchange. The device has been explanted. Healthcare provider later reported ruptured implants found on explant.